Event description:
It was reported to philips that the c-arm geometry movement was not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, neurovascular procedure was performed by the customer when the issue occurred, and the customer moved the c-arm manually to complete the procedure. The philips remote service engineer (rse) inspected the system remotely and confirmed that c-arm geometry movement was not functioning. Review of the system log file showed the malfunction in beam propeller potentiometer. Upon troubleshooting, rse performed two cold restarts still the issue persisted. To resolve this issue, fse went onsite and replaced the potentiometer assembly and rotation drive, performed required calibrations. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned by manually moving the c-arm and there was no delay.based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, neurovascular procedure was performed by the customer when the issue occurred, and the customer moved the c-arm manually to complete the procedure. The philips remote service engineer (rse) inspected the system remotely and confirmed that c-arm geometry movement was not functioning. Review of the system log file showed the malfunction in beam propeller potentiometer. Upon troubleshooting, rse performed two cold restarts still the issue persisted. To resolve this issue, fse went onsite and replaced the potentiometer assembly and rotation drive, performed required calibrations. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned by manually moving the c-arm and there was no delay.based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.